Event description:
Ous MDR - after an implantation period of approx. 41 months, oversensing with inappropriate therapy was reported. The lead was explanted, but not returned to biotronik. Apart from the shock no further adverse patient side effects have been reported.

Manufacturer narrative:
The lead under complaint and fu data were returned for analysis. The available trend curves demonstrated stable shock impedances around 80 ohms between (B)(6) 2015 and (B)(6) 2016 with a subsequent decrease down to 65 ohms. Furthermore the iegms showed noise on the rv channel which led to shock delivery as mentioned in the complaint description. The returned lead was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead. In particular 32 cm distal to the is1 connector pin the lead body was found squeezed and deformed. In this region the coating of the conductor cables to the shock coil and to the ring electrode was damaged. These findings can be considered as the root cause of the noise which led to shock delivery. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore cuts in the insulation and deformations of the shock coil were found which most likely resulted from the extraction procedure. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.